Event description:
The customer reported to olympus, the videoscope displayed a green image. The issue was found during a therapeutic procedure. The procedure was completed with another device without delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation, though it is anticipated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d9, h3 of the initial medwatch. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device evaluation found varying-colored images (purple/green). Further testing after the disassembly of the device traced the image error back to the r-unit. Additionally, the grey protective sleeve of the cable unit was cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective charged coupled device (ccd) chip holder assembly (r-unit). Olympus will continue to monitor field performance for this device.